Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the observed crystalized foreign material on the device control body could not be identified and a definitive root cause of the issue could not be determined, however, the issue was likely the result of insufficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material on the device control body. There was no patient involvement, and no harm reported as a result of the event.